Manufacturer narrative:
Date of event is unknown. Additional information will be provided if available. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported communication error b30 during diagnostic procedure before sedation involving an olympus gastrointestinal videoscope. The procedure was cancelled and there was no patient harm or injury reported.